Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 600 mg/dl at the time of admission. The customer reported experiencing chest pain, vomiting and inflammation between the ribs from their blood glucose. Customer reported the cause of their hospitalization was from gastro paresis and diabetic ketoacidosis. The customer was prescribed pain medications from their hospitalization. The customer also reported they were wearing the insulin pump at the time of hospitalization. The customer also reported physical damage to the insulin pump. Customer reported receiving a motor error alarm and several no delivery alarms. The customer's blood glucose was 440 mg/dl at the time of incident. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. No missing segments noted. The pump passed the self test. Unable to perform occlusion, excessive no delivery test and verify excessive no delivery alarm due to motor error alarm and unable to prime. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window, missing the end cap sticker and broken battery tube threads. No cracks or pieces missing on the lcd screen noted.